Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had a rash under the therapy electrode (te) pads. The patient reported that the irritation on her back was healed but not under the front te. The patient received a cream from the hospital to use on the irritation. Follow-up indicated that the patient's irritation was still present but not getting worse.